Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the chronic atrial lead performance was not sufficient to the newly implanted device and when the physician looked back at old records it appeared that the lead had dislodged early after implant but was not identified until now. The lead was capped and replaced with a new atrial lead. No patient complications have been reported as a result of this event.